Manufacturer narrative:
The samples were collected via finger stick and vacutainer edta tubes stored for less than 5 minutes. Controls were run before the reported event and the instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). On (B)(4) 2011, the field service engineer (fse) noted a high hgb gain and replaced the hgb lamp. The fse replaced check valves leading to the wbc bath and bleached the vacuum isolation chamber (vic). Repair was verified and system validated. Base on information provided, the root cause for low cbc results in open vial mode can be attributed to short sampling.

Event description:
A customer reported the coulter act diff2 hematology analyzer generated erroneous low wbc and hgb results on two (2) patients when initially run in the open vial whole blood (ovwb) mode. Upon further review, rbc, hct and plt results were also lower on initial run. One of the patients had an instrument generated - flag (possible interference with wbc count). The first patient was rerun twice in closed vial whole blood (cvwb) mode and once on the lab's alternate instrument (coulter act 5diff al). The cvwb results were higher and considered correct. The second patient was rerun in ovwb mode, which correlated to the cvwb and act 5diff al results (not provided) and considered correct. The results were reported out of the laboratory, and are shown in the attached file. There was no change to patient treatment and no death or serious injury associated with this event.